Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant medical products: product ID: 8637, product type: pump. Product ID: 8637, product type: pump. Product ID: 8637, product type: pump. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Hamza, m., doleys, d. M., saleh, i.a., medvedovsky, a., verdolin, m.h., hamza, m. A prospective, randomized, single-blinded, head-to-head long-term outcome study, comparing intrathecal (it) boluses with continuous infusion trialing techniques prior to implantation of drug delivery systems (dds) for the treatment of severe intractable chronic nonmalignant pain. Neuromodulation. 2015: doi: 10.1111/ner.12342. Summary: the study aims to compare intrathecal (it) boluses to continuous infusion trialing techniques prior to implantation of drug delivery systems (dds) for the treatment of severe intractable chronic nonmalignant pain. Reported events: 1. A patient had pain at the implant site. The pain was mild and there was no evidence of infection. 2. Four cases of cellulitis at the pump site presented in the first 10 days following implant. The four cases were treated with oral antibiotics, clinical and biochemical surveillance, and completely resolved. 3. A patient in each group experienced peripheral edema that was mild and responded to small dose diuretic and pressure hoses. 4. Urine retention was experienced by a patient in each group early following implant (within 36-48 hours). An indwelling urinary bladder catheter was inserted for three days and the retention resolved in one patient. The patient in cohort b reported recurrence with a subsequent dose escalation and was treated in the same manner. 5. One patient in each group experienced a failed trial. See attached literature article.